Event description:
It was reported that pump insulin gauge displayed an amount different than expected, showing a static fill estimate despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support that this could occur due to large differences in measured pressures used to calculate remaining insulin and was informed that once actual remaining insulin matched the static value, the fill estimate would begin counting down normally, which customer understood and acknowledged.